Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl and went down to 230 mg/dl. Customer also stated they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl and went down to 310 mg/dl. Customer experienced symptoms such as thirsty, nauseated, sick on stomach. The customer was treated with intravenous fluid, insulin delivery, medicine for nausea, manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.